Manufacturer narrative:
The device is available for evaluation. It has not been received. The investigation is pending.

Event description:
Event occurred regarding 28 cm (11") appx 1.3 ml, pur yellow smallbore ext set, 3-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave ¿ stopcock (red ring), rotating luer where the reporter stated the following ¿a few hours after using the device, there was a leak at a valve fitting. Consequently, the device was replaced. The event happened at the neonatal resuscitation. The incident was encountered a few hours after the start of the installation. There was exposure to parenteral feeding to the infant. There was a significant loss of parenteral nutrition. There was no need for medical intervention. No precautionary action has been taken, and no batch recall has been announced to date. The substance used is parenteral feeding. There is patient involvement, no human harm.

Manufacturer narrative:
D9 - date returned to MFR: 3/5/2026. Received one (1) used. List #011-am3102, 28 cm (11") appx 1.3 ml, pur yellow smallbore ext set, 3-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer; lot #14018924. A nanoclave was observed to be separated from the manifold. The reported complaint of a leak could be confirmed. The returned sample was observed to have a nanoclave separated from the manifold. The probable cause of the disconnection and leak is from insufficient solvent coverage during assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.